Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys left monitor failed to display an image at boot up. There was no pt injury or death reported.